Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) wherein the user was unable to archive a study and getting errors. The device was in clinical use at the time of the event and no adverse events or harm were reported in the complaint pr # (B)(4). Philips is currently updating the risk management matrix for the iscv product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed.